Event description:
The pt had lasik surgery on left eye. After the corneal flap was made by the microkeratome the pt had a large corneal abrasion. The blade was sent to the MFR for evaluation on 01/2002. On 01/2002 a nidek rep stated that this particular lot number was an altered blade intended to cut thicker flaps. She also stated that nidek did not know the blade parameters had been changed until after complaints from consumers. Rep said that she did not notify the surgical center. When they then found out because the center wasn't on her calling list. The reporter has requested documentation from nidek since 01/2002 without results. The pt still has blurred vision and has undergone an add'l procedure to attempt to improve vision. The pt's flap was measured to be 200 microns thick.